Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg as the physician believed it was too deep in the pocket. It was also noted that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.